Event description:
The d/l PICC was inserted for antibiotic treatment. When being placed the dr came up against an obstruction at the 39cm mark. The pts detrose remained below 6%. It is possible the pt had retrograde infusion phlebitis. There was an inflammed node, one could feel the outline of the vein and one of the right upper arm. The line was pulled.